Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report the following additional information was received: the proglide device was removed and a non-abbott device was used, but hemostasis was not achieved. Prolonged manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported experience however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7fr sheath after a percutaneous coronary intervention procedure. Reportedly, no backflow of blood through the marker lumen was visible. The device was partially retracted and the marker lumen was flushed a second time, with no visible blood flow. The device was removed and prolonged manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.